Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # l74640, implanted: (B)(6) 2000, product type catheter.

Event description:
Patient reported that in 2000, she had the pump implanted in her back; shortly after, it was moved to her stomach. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.